Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was a measurement error prior to a surgical procedure. Additional information has been requested .

Manufacturer narrative:
There was no service performed for this reported event due to the obsolescence of the main printed circuit board (pcb). The customer was informed about the limited service condition for the system. The service record (sr) was subsequently cancelled. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 5, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).